Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the medical assistant attached this needle to a pre-filled syringe (vaccine). When attempting to administer, the vaccine spilled out of the hub. She inspected the syringe/needle and noticed that the hub on the needle was cracked.

Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer name and address; d4 unique identifier (UDI) #; d4 expiration date #; g4 PMA/510(k)number; h5 labeled for single use?; h6 evaluation codes. Investigations summary: samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. This complaint will be used for tracking and trending purposes.